Event description:
It was reported that a 480cc mentor memorygel boost breast implant prosthesis was observed with a compromised shell and bubbles upon open the product packaging during a breast surgery prior to being implanted into the patient. However, the surgery commenced without any reported delays and a new implant was used to complete the implantation. No adverse events or patient consequences were reported.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 13, 2022, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that the breast implant had a bubble (a) within the gel measuring approximately 1.0 x 1.1 cm and a bubble (b) within the gel measuring approximately 1.0 x 0.7 cm, both bubbles were within specification. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Manufacturer¿s reference number: (B)(4).